Event description:
Healthcare professional (hcp) reported 2 leaks on the CT 190g dialyzer during pt's treatment. The initial leak occurred on use #1 (dry pack dialyzer). A blood leak alarm was observed during treatment. The blood leak was visually verified and confirmed by positive hemastix. A new dry pack dialyzer and blood lines were set-up and the treatment continued. When blood was noted in the dialysate chamber, the treatment was discontinued. No patient injury or medical intervention was reported by the hcp.